Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an acute infection. The implantable pulse generator (ipg) system was explanted and replaced. It was further reported that the patient experienced redness, blistering and an infection. The patient was given antibiotic treatment. The implantable pulse generator (ipg) system was explanted. A anti-microbial envelope was implanted at the time of the infection.